Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. The patient has had pain, discomfort, ambulation difficulties, instability, leg length discrepancy, difficulty with getting in and out of vehicle, and fear of metal toxicity since initial surgery. No treatment has been reported, and all components remain implanted. Patient will follow up with a new surgeon.

Manufacturer narrative:
(B)(4). D10: 01.06010.006 avenir muller stem 6 standard 3168060. G2: foreign: france. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Suggested component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient has been dealing with pain, discomfort, ambulation difficulties, instability, leg length discrepancy, difficulty with getting in and out of vehicle, and fear of metal toxicity. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malposition of the acetabular cup and possible polyethylene wear. A definitive root cause cannot be determined. It is unknown if the use of a competitor cup caused or contributed to the reported event. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.